Event description:
The technician indicated that the brake is not holding.

Manufacturer narrative:
The technician found the casters were worn. The technician replaced the brake and brake/steer casters to repair the bed.